Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Mandatory medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 32.7-33.1cm from the distal tip electrode, consistent with lead friction to another device or structure of the heart. Externalized conductors due to internal insulation abrasion were found at 10.8-13.2cm from the distal tip electrode. Internal insulation abrasion was noted at 7.5-8.6cm from the distal tip electrode. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented for follow-up. High impedance and high capture threshold were observed. Externalized conductors were found via fluoroscopy. Lead will continue to be monitored.

Event description:
New information received notes lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.